Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 396mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.